Event description:
5/20/1998: follow-up information received from health care provider indicates that the patient was receiving intermittent response to intrathecal medications, and the patient was scheduled to have his catheter replaced. During placement of the new catheter at surgery, the catheter was sheared. A portion of the catheter entered the patient's intrathecal space, and it is unretrievable. A third catheter was inserted successfully, and the patient has returned to a pre-event status of therapy.